Event description:
The customer was performing correlation testing with the imx total b-hcg assay and a competitor's assay (not documented) and after reviewing the results, noticed that four different pt results were significantly different (all results were generated using the imx analyzer's auto-dilution mode of 1:200). The customer retested the samples on the axsym analyzer and found that the axsym total b-hcg results correlated with the competitor methodology. The customer sent corrected reports, using the axsym results. Pt d generated an imx total b-hcg assay result of 9,270 miu/ml and an axsym total b-hcg assay result of 19,240 miu/ml. Controls were within specifications on all runs. There is no impact to pt management reported.